Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.

Event description:
The customer reported that the insulin pump was not delivering insulin and he had been hospitalized for diabetes ketoacidosis and high blood glucose of over 300mg/dl. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. No further info was provided.